Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The failure to deploy the thumb advancer and difficult to remove the closure device were confirmed based on the returned device condition. The reported failure to deploy the thumb advancer and subsequent treatment appears to be related to procedure circumstance. The reported difficulty removing the closure device appears to be related to the absence of using the safety release mechanism to collapse the vessel locator wings. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after a diagnostic procedure. Reportedly, resistance was felt during thumb advancer advancement and the sheath of the starclose se device failed to split completely. The clip was not deployed; however, the starclose se device was difficult to remove. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The technician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.